Event description:
The patient reported that it did not seem to be getting an adequate charge and when they saw the health care professional (hcp) they told them that it could be that it just needed to be replaced due to age of implantable neurostimulator (ins), 7 years old. It was stated that no diagnostic were performed. A revision occurred and the patient recovered completely. There were no symptoms were noted. This occurred 3-4 months before (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.